Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide). (B)(4). Results: visual inspection of the returned product found haptic and half of optic torn off and missing. There was evidence of clear surgical residue. (B)(4).

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. The haptic tore off when inserting into eye. Lens was cut to remove from eye. There was no patient injury. Reported stated this incident was due to loading error.